Event description:
It was reported that the patient developed a pocket erosion and infection. On (B)(6) 2024, the implantable cardioverter defibrillator system including the right ventricular (rv) lead was removed. There were no further adverse consequences to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).